Manufacturer narrative:
Batch review performed on 03 july 2020: lot 168351: (B)(4) items manufactured and released on 28-feb-2017. Expiration date: 2022-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to laxity. The surgeon revised the medacta gmk-sphere tibial insert - flex s3r - 17 mm with a medacta gmk-sphere tibial insert - flex s3r - 20 mm 2 years and 2 months after primary. The surgery was completed successfully.